Event description:
A user facility reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. Pt impact is unkown. Additional information has been requested.

Event description:
Add'l info provided by the user facility indicates there was no pt impact/injury associated with this report.